Manufacturer narrative:
Reliability analysis inspected 2 opened and used sensors and performed visual inspection and found both sensors insertion needles bent inside sensor base. The insulin pump was unable to confirm the customer received sensors in said condition due to customer returned the sensor opened and used.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 240 mg/dl and sensor glucose was 54 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did not have a bent cannula on the sensor. The sensor will be returned for analysis.